Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that actions/interventions taken in resolve the shocking was decreasing the current on the neurostimulator. It was noted that the cause of the shocking was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (hcp) regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that there was an issue of shocking. It was unknown what environmental/external/patient factors may have led or contributed to the issue. Diagnostics/troubleshooting performed included an abdominal x-ray, and actions/interventions taken included an interrogation of the device. It was unknown if the issue was resolved at the time of the report. No further complications were reported/anticipated.